Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the special needle tuohy 17ga 3-1/2 desc the label content on the shelf pack differed from the information on the blister pack. The date on shelf pack was different than the blister pack. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: material epid. Needle 17g 3,5 s/asa tuohy c/01c/25, the manufacture date printed in the blister is 01/2019 and in the package (blister) is mentioned expiration date 05 years. However in the shelf pack is expiration date 11/2023.

Event description:
It was reported that before use of the special needle tuohy 17ga 3-1/2 desc the label content on the shelf pack differed from the information on the blister pack. The date on shelf pack was different than the blister pack. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: material epid. Needle 17g 3,5 s/asa tuohy c/01c/25, the manufacture date printed in the blister is 01/2019 and in the package (blister) is mentioned expiration date 05 years. However in the shelf pack is expiration date 11/2023.

Manufacturer narrative:
H.6. Investigation: a device batch history analysis has been completed for catalog 408358 lot 8347764. This lot has been reviewed for the claimed defect and has been reported from qn 200794931 that is related to the reported defect. After visual analysis of the attached sample photo it can be seen that the product validity on the cartridge label is 1 month less, according to the customer report. It is noteworthy that this defect does not pose any risk to the customer, as the batch in question will have less time until the expiration date of the product it could have. Based on the result of the investigation so far, the production order has been reprogrammed and the planned date for the execution of the order has been changed, but the expiration date has not been automatically recalculated based on the new order planning date. Verifying the expiration date calculation functionality and the settings for rereading the production order together with the juiz de fora plant process integrator, it is concluded that the sap system considers the expiration date upon release of the order (date of master screen) and in case of need for reprogramming followed by re-ordering the user must cancel the initial production order and create a new one so that the expiration date is generated correctly considering the order start date. However, it was not known to the pp team that the action of rereading the order does not change the order expiration date automatically and was not foreseen in the procedure mpt003-0 rev 03 - create, release and modify production order. It should be noted that this defect does not pose any risk to the customer and can be used because the batch in question will have less time until the expiration date of the product it could have. H3 other text : see h.10.